Manufacturer narrative:
(B)(4) conclusion: the device (lot p11734) was returned in its inner pouch. Labelling on the inner pouch matches the product documented in the complaint. The device was returned with a non-cerenovus microcatheter and a rotating hemostatic valve (rhv). The embolic coil is extremely stretched and passes into the rhv and microcatheter. The embolic coil cannot be removed from the microcatheter. Approximately 22 cm of the device positioning unit (dpu) core wire protrudes from the skive of the translucent introducer sheath near its proximal end. There are no apparent kinks or bends in the dpu core wire. The v-notch of the resheathing tool is undamaged. The articulating joint is intact. The resistance heating (rh) coil has not heated. The suture fibers are visible inside the proximal end of the stretched embolic coil. The distal end of the embolic coil is anchored inside the microcatheter and cannot be visualized. Advancement through the microcatheter cannot be tested because the embolic coil is stretched. The embolic coil cannot be removed from the microcatheter. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded in the microcatheter was confirmed. The distal end of the device was anchored in the microcatheter and could not be removed for evaluation. The complaint that the device was stretched was also confirmed. The entire length of the embolic coil was stretched. The stretched embolic coil was evidence that excessive force was applied to the device, most likely in the attempt to remove it from the microcatheter. Since the distal end of the device cannot be visualized inside the microcatheter, the cause of the resistance cannot be identified. All of devices are inspected in-process for damage, such as kinks, which could cause the coil to become lodged in the microcatheter. Thus, it is very unlikely that the device left the manufacturing facility with damage could have caused the event. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Mfg name - (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a ruptured ophthalmic artery aneurysm, a cashmere coil (src14061520 / p11734) could not be advanced through the excelsior sl-10 microcatheter and stretched when it was pulled back. Both the coil and microcatheter were removed from the patient. A continuous flush had been maintained through the microcatheter. The coil did not detach or separate in the microcatheter. Another cashmere (src14061520 / p10614) could not be re-sheathed because the peel-away part of the introducer sheath was damaged. There had been no difficulty during unsheathing the device. Both devices had been prepped and used as per the instructions for use (IFU). There were no patient consequences due the events. No further details were available.